Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the severely calcified left antebrachium shunt. The initial inflation the 4.0 x 20/40 (4f) sterling otw balloon was to 10 atmospheres. On the second inflation, the balloon was inflated to 14 atmospheres and ruptured. The balloon was removed. The procedure was completed with a symmetry 4mm-2cm catheter. The patient status is listed as "no problem."

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.